Event description:
The customer reported an intermittent speaker malfunction on the screen. When the biomed found the unit in the ward with the message there was no auto. When the biomed took the unit to a different location, the message was gone and the audio was back and normal.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.